Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 909 mg/dl. The customer's current blood glucose is 125 mg/dl. Customer also had multiple blood glucose values as 200, 300, 328, 569, 600 and 133 mg/dl. The customer did experienced the symptoms such as nausea and vomiting. The customer was treated by intravenous insulin and antibiotics. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.